Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 384 mg/dl at the time of incident. Troubleshooting found the customer had air bubbles in the tubing. Customer stated the air bubbles were around 2 inches in size. The customer also reported the insulin pump was not rewound with the reservoir in place. The customer also reported the insulin was stored at room temperature. Customer was able to resolve the air bubbles when the infusion set was changed. The customer declined to troubleshoot for their high blood glucose. The customer declined to return the reservoir for analysis.